Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable. Hv cable connectors and ps1 power supply connections were evaluated. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.